Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had fallen and landed on the ipg site. The patient reported the ipg was not working the same, but did not specify the difference. The pt reported the ipg may have moved in location. It was reported an x-ray had been taken which showed a dent in the ipg. Follow up identified the patient was requesting for the scs system to be removed. The patient was to work with the physician regarding the next course of action.